Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using original battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals six failed batt test alarms were recorded on 11/08/2024 at 13:49:35.000. In addition, on 11/08/2024 at 13:49:32.000-hour pump error 63 was recorded. File number=2017 line number=147. Per software engineering log investigation pump error 63 was cause by twi interface on main/motor processor. Problem isolated to electronic assemblies. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement, self test and displacement test. No failed battery alarms noted during testing. Unit functioning properly. Pump received with normal operating currents. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case, cracked keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube) and faded serial number label. In conclusion no unexpected failed batt test alarms noted during testing. Unit functioning properly after battery installation and was tested successfully. Cosmetic damages were confirmed during visual inspection when cracked on battery compartment was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm, the battery was depleting continuously and crack at the battery side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.